Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used found sensor whole no broken parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the sensor did not contain an electrode. Blood glucose level at the time of the incident was not provided. The nurse was advised that the sensor would be replaced and agreed to return the product for analysis.